Manufacturer narrative:
Updated to reflect the information received on 2019-feb-04. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-feb-04. It was reported that in (B)(6) 2018 the patient was driving through high altitudes for an extended period of time to see a car show and ended up in the hospital as a result of being in high altitudes for too long. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid, 2 mg/ml concentration and morphine, unknown concentration at unknown dose via intrathecal drug delivery pump for spinal pain. It was reported that when patient went up in high altitudes his pump pushed out more medication. He got overdosed from high altitude. Situation was resolved. It happened from (B)(6). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the hcp was not sure about the cause of overdose. The hcp believed that the patient went to the emergency room (ER). No further complications were reported.